Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were implanted. The tr was reduced to grade 1 post procedure. On (B)(6) 2026, the second clip had single leaflet device attachment(slda) from the leaflet. Recurrent tr of grade 4 was reported. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.